Event description:
It was reported in a service report that the headend lift would not go down. No adverse consequences were reported.

Manufacturer narrative:
Result : coil cord and headend potentiometer.